Event description:
It was reported by the customer that an undescribed fluid was running out of the device. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing and a f/u report will be made if required.